Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) pacing impedance measurement of greater than 3,000 ohms. There were no stored myopotential episodes. Technical services discussed troubleshooting options. At this time, the system remains in service. No adverse patient effects were reported.